Event description:
Procedure type: gyn - removal of an ovarian cyst. According to the reporter, the lens of the device detached, and was found close to the surgery bed. However, no fragments or components of the device fell into patient cavity. It is not known if the lens detached prior or after the surgery, since it was found when procedure was completed. No further patient or procedure details were made available. No patient injury was reported.